Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. The customer's report was not replicated. An internal inspection of device found no discrepancies. Review of the device log found evidence of the customer's report; however, there are no errors that indicate a power shutdown. To reduce probability of recurrence, the pd engine will be replaced. The device will be recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that during biomed testing, the device would intermittently shut down. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Justification for no UDI, this device was manufactured but not domestically distributed; it is only distributed in the intended geography. There is no existing UDI regulation. Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.